Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f vascular closure device (vcd) did not change color during use. The device was removed, and an unknown replacement device was used to complete the procedure. There was no reported patient injury. The customer stated that the issue occurred despite proper use. The intended procedure was carotid artery stenting (cas), and the procedure used a retrograde approach. There were no visible signs of device or package damage prior to use. Angiography confirmed the suitability of the femoral artery, with appropriate sheath insertion angle, vessel diameter of at least 5 mm, no calcium or plaque, no nearby stent, no stenosis greater than 50%, and no history of prior closure or pre-existing complications at the access site. There was no difficulty connecting the exoseal vascular closure device (vcd) with the vascular sheath introducer. The exoseal vcd and sheath introducer were retracted together until pulsatile flow slowed or stopped and the indicator window became solid black. The indicator wire cowling locked with an audible click, and pulsatile flow was observed from the bleed-back indicator. Retraction continued until bleed back slowed or stopped. The physician did not place the thumb on the plug deployment button during retraction. The indicator window did not show red during retraction, and the indicator wire loop was reported to be normal. The device will be returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The device was returned for evaluation.

Manufacturer narrative:
As reported, the indicator window of a 7f vascular closure device (vcd) did not change color during use. The device was removed, and an unknown replacement device was used to complete the procedure. There was no reported patient injury. The customer stated that the issue occurred despite proper use. The intended procedure was carotid artery stenting (cas), and the procedure used a retrograde approach. There were no visible signs of device or package damage prior to use. Angiography confirmed the suitability of the femoral artery, with appropriate sheath insertion angle, vessel diameter of at least 5 mm, no calcium or plaque, no nearby stent, no stenosis greater than 50%, and no history of prior closure or pre-existing complications at the access site. There was no difficulty connecting the exoseal vascular closure device (vcd) with the vascular sheath introducer. The exoseal vcd and sheath introducer were retracted together until pulsatile flow slowed or stopped and the indicator window became solid black. The indicator wire cowling locked with an audible click, and pulsatile flow was observed from the bleed-back indicator. Retraction continued until bleed back slowed or stopped. The physician did not place the thumb on the plug deployment button during retraction. The indicator window did not show red during retraction, and the indicator wire loop was reported to be normal. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found fully deployed. Additionally, an 8f non-cordis catheter sheath introducer (csi) was returned and inserted on the device. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was conducted. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it proceeded with the deployment lever fully depressed, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white/red position was obtained as well. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device since functional analysis was completed and full window transition with successful plug deployment was achieved. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, user-related factors (user error) such as the 8f sheath which was returned inserted into the 7f exoseal device may have affected the device. As stated in the indication for use (IFU), ¿the exoseal¿ vascular closure device is indicated for femoral artery puncture site closure, reducing time to hemostasis and ambulation in patients who have undergone diagnostic or interventional procedures using a standard corresponding french size vascular sheath introducer with up to a 12 cm working length.¿ the product description also includes, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling and could possibly affect the use of the device. The indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.